Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter was received for evaluation. Microscopic visual, tactile and functional testing were performed. A complete circumferential break was noted on the distal end of the catheter. The distal catheter segment was not returned. The edges of the complete circumferential break were noted to be uneven. The surface was noted to be glossy with striations and residue throughout. Upon infusion, thrombus was observed exiting the distal end of the catheter with water. Aspiration was attempted and was successful as dye water fully returned to the in-house syringe. Therefore, the investigation is inconclusive for the reported infection issue. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ten months and twenty-eight days post a chronic catheter placement procedure, the patient allegedly experienced with bacterial infection and sepsis. Reportedly, the defected infected catheter was removed. The current status of the patient was unknown.

Event description:
It was reported that ten months and twenty-eight days post a chronic catheter placement, the patient allegedly experienced infection. Reportedly, the defective infected catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter was received for evaluation. Microscopic visual, tactile and functional testing were performed. A complete circumferential break was noted on the distal end of the catheter. The distal catheter segment was not returned. The edges of the complete circumferential break were noted to be uneven. The surface was noted to be glossy with striations and residue throughout. Upon infusion, thrombus was observed exiting the distal end of the catheter with water. Aspiration was attempted and was successful as dye water fully returned to the in-house syringe. Therefore, the investigation is inconclusive for the reported infection issue. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2024), h11: h6 (method, result, conclusion), h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ten months and twenty-eight days post a chronic catheter placement, the patient allegedly experienced infection. Reportedly, the defective infected catheter was removed. The current status of the patient is unknown.